Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. It was reported that the proximal device was deployed lower than intended. The physician elected to place a proximal cuff. It was reported that the device was difficult to advance and the physician asked the fellow to push on the device, however, the fellow pushed the push rod deploying the stent graft. The physician elected to implant another manufacturer's device to complete the case. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Secondary intervention.